Event description:
According to the report, a mother experienced a difficult labor. Persistent, late, and deep decelerations to a hr of 60 were noted prior to application of fetal oximeter. After application of fetal oximeter, it was observed that persistent decelerations of fhr and intermittent readings of fspo2 in the range of 40-50% were present, although the fspo2 was not posting readings most of the time, during monitoring.